Event description:
It was reported that (1) tsw45 (1) tr45w device were used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that surgeon fired the instrument 1 time. The blade didn't retract. The instrument was removed from the pt and another device was used. There was no consequence to the pt.